Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 7 alarm" is confirmed. The tactile switch of the reset button was found stuck which is the result of the alarm. A definitive root cause could not be determined but a potential cause of the stuck key is a result of wear and tear. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported via field service report # l700077. During use on a patient, the pump had a system error 7 alarm. The pump was checked by the field service engineer (fse) and the symptom could not be duplicated. The fse performed a functional check and the unit checked out okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report # (B)(4). During use on a patient, the pump had a system error 7 alarm. The pump was checked by the field service engineer (fse) and the symptom could not be duplicated. The fse performed a functional check and the unit checked out okay.